Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that by (B)(6) 2014 the patient was accumulating fluid in the abdomen so a revision surgery was done. Per the patient they found that the pump was flipped and that's why it wasn't communicating with the 8840.

Event description:
It was reported the catheter was cracked during a pump replacement procedure and was not discovered until later. The catheter was revised in (B)(6) 2014. It was not known what medication was in the pump at the time. No patient symptoms were reported. Follow-up is being conducted.

Event description:
Additional information later received reported that the catheter was cracked and the dilaudid was going into the pump pocket and ¿poisoning the tissue¿ around the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).